Event description:
It was reported that stent dislodgement occurred requiring additional intervention. The 80% stenosed target lesion was located in the severely tortuous and severely calcified left common iliac artery. A 8.0x30x75cm express ld stent was advanced to treat the lesion. However, upon insertion, the sheath was not advanced over the lesion and the right calcified area moved the stent moved off the balloon. A snare was used to remove the stent but was unsuccessful. An eluvia stent was then placed to pin the express stent and was noted to be fully apposed to the vessel wall. The procedure was completed, and no patient complications were reported as the patient was fully recovered.